Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by legal, patient was implanted with bengal stackable cage in cervical region. Patient experiencing severe and persistent pain, discomfort and disability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation 14-sep-2020: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could not be confirmed as the image provided shows no problem with the implant. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; b6; b7. H11 corrected data: a1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2018, the patient underwent posterior cervical exploration of wound with wound vac closure due to posterior cervical wound dehiscence with seroma. On (B)(6) 2013, the patient underwent anterior cervical total corpectomy, c7; anterior cervical interbody fusion, c6-c7, additional level c7-t1, with harvest of local bone graft, placement of prosthetic interverbral device, depuy bengal corpectomy cage 32mm, and placement of anterior segment instrumentation, depuy acrmed swift plus plate 36mm with 14-mm screws, and use of intraoperative fluoroscopic visualization due to ossification of posterior longitudinal ligament, c6-c7, additional level c7-t1, with extension behind the entire vertebral body of c6-c7. On (B)(6) 2018, the patient reports recurrent symptoms of neck pain since (B)(6) 2013. He has seen multiple neurologist and orthopedic surgeon and his primary neurosurgeon in the past for the same who offered no further surgeries. With neck pain radiating to the r scapula and r arm and hand, assoc. With tingling and numbness of all fingers. Recently with l sided symptoms as well, with occ pain and tingling sensation. With difficulty fine motor movement. On (B)(6) 2018, the patient underwent posterolateral cervical arthrodesis, decortication of facet joints, lateral mass and transverse process c6-t1 and posterior instrumentation w/ lateral mass screws placed at c6-c7 and pedicle screws placed at t1 bilaterally due cervical pseudo arthritis, previous c7 corpectomy and cervical radiculopathy on (B)(6) 2018, the patient has done well since surgery w/ improvement in his "compressed feeling" in the spine, resolution of I. Paresthesias. However, his rue now has worsened pain in digits 1-3. On (B)(6) 2018, the patient has been doing well post operatively. He is with near complete resolution of his pre-operative symptoms except w/ persistent right first 3-digit paresthesia which has been slowly improving. On (B)(6) 2019, the patient reports he continues to do well post operatively. Pt with near complete resolution of his pre-operative symptoms w/ exception to persistent bilateral paresthesias in no specific distribution that are worse in the morning when he wakes up. On (B)(6) 2020, the patient with pmhx: cervical radiculopathy, s/p c6-t1 lami/psif on (B)(6) 2018, complicated by wound infection s/p exploration on (B)(6) 2018. On an unknown date, he had a fall when slipped on ice. He hit his shoulder and had soreness in his neck and shoulders, which has improved somewhat since. He has persistent rue radicular pain predominantly into digits 1-3 on r. He has sensation of tightness in rue.

Manufacturer narrative:
Product complaint # ==> (B)(4). Numbness. The unknown cage/spacer was not returned to the customer quality unit for evaluation. It was noted that the device was implanted, and an adverse event is reported without any allegation on the device malfunction. The exact part and lot number combination is unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. No device or the photo of the reported device was provided, therefore the condition of the component is unknown. There was an adverse event with no reported product problem. Based on the information provided we could not confirm if the reported device contributed to the adverse event. As no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation.